Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an ultraflex tracheobronchial proximal release uncovered stent was to be used in the right lung to treat a malignant extrinsic compression of the right bronchus during a bronchoscopy with airway stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was dilated prior to stent placement procedure. According to the complainant, during the procedure, the physician started deploying the stent when the deployment suture got stuck. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.